Event description:
The implant failed due to patient bone condition. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy with our product. We visited the dentist on the 8th of august, but were not able to obtain any additional information. (See scanned pages).